Event description:
The system 6 sagittal saw was sent for evaluation because the blade would not remain in place while the device was in use during a procedure. The case was successfully completed without any procedure delay. There were no adverse consequences associated with the device. During failure analysis at the manufacturer it was noted that the blade caused additional cutting and a larger incision than intended during cut testing.